Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl and failed to start/power up. There was no reported pt involvement and/or impact.